Event description:
It was reported that there were high impedances in different electrodes at consecutive measurements. The patient only felt some stimulation lying in one certain position on her back. It was suspected that there was a possible broken lead. The lead was replaced. No patient outcome was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.